Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine (10 mg/ml at 1.301 mg/day) via an implantable infusion pump. The indication for use was non-malignant pain and failed back surgery syndrome. It was reported that the patient missed a scheduled refill appointment and the low reservoir alarm was triggered on the pump. The caller stated that they were unable to sleep due to the pump alarm going off and that a device manufacturer representative was scheduled to turn the alarm off and fill the pump with saline. It was noted that the pump was checked and everything was fine. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer and device manufacturer representative indicated that the patient's pump was empty and would be filled with saline. It was reported that the patient missed their refill appointment because they were confused. No further complications have been reported as a result of this event.